Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. Customer's blood glucose was 230 mg/dl. Customer applied more force to the button to resolve the issue.